Event description:
A review of the journal of thoracic and cardiovascular surgery (B)(6) 2013 revealed a case report entitled, "early rupture of polytetrafluoroethylene neochord after complex mitral valve repair: an electron microscopic analysis." This report describes a 55 yr old male pt with severe mitral valve regurgitation necessitating mitral valve replacement four months after the initial repair. The authors noted that valve analysis revealed anterior leaflet prolapse owing to the fracture of one of the premasured loops ("ptfe gore-tex" suture) and a partial fracture of a second premeasured loop. The valve replacement was successful and the pt was discharged home on postoperative day seven.

Manufacturer narrative:
F/u communication with one of the authors revealed that after microscopic examination of the ruptured suture, it was determined that the rupture was due to the looping technique (causing force and friction) rather than the suture itself.